Event description:
The patient underwent an 11 hour procedure, with 4 surgical teams. At the end of the case, when they lifted up the drapes, the patient had a quarter-sized burn on her left thigh. The burn was dark, dry, eschar that was deep. The patient was followed by plastic surgery and ultimately had a surgical debridement with surgical closure of the burn. The final scar was approximately 5 cm long. When the event was discovered, there were burn marks on the underside of a magnetic pad that had been placed on her left thigh to hold equipment during the procedure. We think the mono-polar cautery/coagulation pencil that was used during the case was placed between the magnetic pad and the drape covering the patient which also had burn marks on it. While we do not think the device was used properly, the device design could be improved. There is nothing to prevent accidental activation of the cautery or coagulation buttons on the top of the pencil. We would recommend a secondary safety mechanism such as a lock or clear plastic slide cover that would protect the buttons from being pushed when not in use.